Event description:
It was reported by dealer that the end user tends to lean, and has broken the left bracket multi times. While waiting for the left side, he was leaning on the right, and right side bracket broke (rvl wheel chair).